Manufacturer narrative:
No probe was returned for the ineffective cutting. Two different probe lots were used to make up the reported lot. A device history record review for each of the probe lots was conducted. No abnormalities that could have contributed to the customer complaint were found during the device history record reviews. The device history record reviews do not point to a root cause because of all probe lots were released based on the manufacturer's acceptance criteria. A complaint history review indicates four additional complaints were associated with one of the probe lots. Because a sample was not returned and the lot information provided indicated the product was released according to the manufacturer's acceptance criteria, the root cause for customer complaints issue cannot be determined. Al probes are 100 percent inspected for actuation, aspiration, and cut during manufacturing. (B)(4).

Event description:
An ophthalmic surgeon reported that during a cataract with vitrectomy procedure, there was no cutting effect of the vitrectomy probe, however aspiration was present. It was noted that the product had primed successfully. The issue resolved by replacing the vitrectomy probe. There was no harm to the patient. The product was discarded.